Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. Motor passed motor test. The insulin pump was received with cracked battery tube threads and partially broken off reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. Blood glucose level at the time of the incident was over 300 mg/dl. Blood glucose level at the time of the call was over 400 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.